Event description:
A caller reported an error related to their continuous glucose monitor (cgm), specifically referred to as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and the cgm error did not appear again, allowing the customer to successfully start their sensor session.